Event description:
While doing spect acquisition the camera came down on pts clavicle without stopping, per report from nuclear tech. Per report from field service engineer, the collimator had been installed in such a fashion as to prevent connection of safety pad.